Manufacturer narrative:
Cont. H.6: f2201. The events of "capsular contracture, seroma, and lymphoma" are physiological complications. And analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation: bia-alcl and massive increasing pain in the left breast. Which were caused by severe capsular contracture with seroma and silicone leakage.

Event description:
Patient's representative has reported, left side massive increasing pain in the left breast. Which were caused by severe capsular contracture with seroma and silicone leakage. Histology indicated "chronic lymphocytic inflammation and isolated cd 30-positive cells were found. Which represents a high suspicion of the presence of bia-alcl disease". Device has been explanted.

Event description:
The patient was under the required age of 22 at the time of implantation, per directions for use.

Manufacturer narrative:
Previous medwatch submission noted lymphoma-alcl suspected. Upon further review of received pathology reports, allergan medical safety determined that there is no malignancy. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
The event of lymphoma-alcl-suspected was confirmed to not have occurred based on final pathology results. During a puncture of cell-rich mammary gland tissue near the left implant, and the histological examination of the body, chronic lymphocytic inflammation and isolated cd 30-positive cells were found, which represents a high suspicion of the presence of bia-alcl disease." Later reported "the additionally performed reaction with the cd30 antibody reveals isolated cd 30 positive blast cells in a further cytocentrifugate. The alk marker reaction is negative." Final pathology reporting "the cd30 antibody reaction was negative, meaning that there was no conclusive evidence of bia alcl cells in the implant fluid and therefore insufficient criteria for malignancy in the cytological material." Device has been explanted.